Event description:
It was reported during lead explanation (MDR-2025-01998) the t12 lead could not be explanted due to lead fracture. The lead was left implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.